Event description:
It was reported that the applier will not hold the clip. The clips are scissoring. It was not being used in a procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results confirmed that the instrument was returned in good visual condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.